Manufacturer narrative:
Service reviewed the samples in question using logic and observed that the samples in question were all tested in cuvette 149; therefore, deemed the likely cause was the arc c8k cuv sgmt. Service instructed the customer to clean cuvette 149. The customer cleaned the cuvette and the issue was resolved. A review of the architect serial (B)(4) identified no subsequent erratic or discrepant results have been reported. A review of manufacturing documentation for the arc c8k cuv sgmt was reviewed and did not identify any issues. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect (B)(4) analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported false elevated architect magnesium results on the architect c8000 analyzer. Sample ID (B)(6) generated an initial result of 8.01 mg/dl and repeat generated 1.92 mg/dl. No adverse impact to patient management was reported.